Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called in with a report of his cycler not draining him completely. A follow up call was made to the patients' peritoneal dialysis nurse and she confirmed that there was no patient injury. See scanned table. The reported drain volume of 4183 ml was 182% over the expected drain volume resulting in a reportable device malfunction.